Event description:
It was reported that the pulse generator was in backup vvi mode. Device replacement was scheduled due to approaching elective replacement indicator (eri).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.